Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d), was seen clinically due to inappropriate shocks. During this visit the device was interrogated, showing multiple non-sustained ventricular tachycardia (nsvt) episodes and two ventricular tachycardia (vt) episodes, all with therapy delivered. A review of stored episodes shows noise on the rv pace/sense channel and lead impedance measurements within normal ranges. Daily r-wave measurements had recent values that were out of range low (<2mv) with noise reproducible via arm manipulations. The physician elected to reprogram the device to a single vf zone at >220ppm with a 5 second duration, and scheduled the patient to return in three weeks for further follow-up. Two weeks after this clinical visit, the patient passed away due to a fatal arrhythmia. The terminal event was reviewed by the cardiologist who confirmed the ventricular arrhythmia was within the vf zone. The device delivered one burst of quick convert atp as programmed however, the arrhythmia continued and a subsequent 41 joule shock then delivered. It appeared on the electrograms that the arrhythmia had terminated, but spontaneously recurred. Additionally, it appeared that the rate of intracardiac signals were being sensed by the device, however not consistently above the 220ppm cut off as previously programmed, resulting in the absence of additional device therapy. The physician's final assessement states that the system has functioning appropriately and as programmed.